Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-07330. It was reported that due to significant weigh loss the ipg pocket site became uncomfortable. It was also reported that the supra-orbital lead became superficial. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced, and the supra-orbital lead was repositioned to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), and batch: 6798734.